Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  Physio then opened the device and performed an internal inspection on the internal connections and battery pins with no discrepancies observed.  Physio then reassembled the device and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself twice during an event involving a patient. No further details about the patient or the event were provided. Upon returning to their facility, a supervisor and the facility's biomedical engineer inspected the device and were able to duplicate the reported issue when shaking and/or rocking the device back and forth. Additionally, the device reset by itself without being touched.